Event description:
Morcellator didn't morcellate uterus well, as if the blade was dull. A second morcellator was opened and used and worked perfectly.what was the original intended procedure?laparoscopic supracervical hysterectomy.